Manufacturer narrative:
Product investigation summary: the 4.0mm adjustable clamp (part 390.051 / lot 7104327) was returned and reported to be unable to be opened or closed. This complaint condition was likely caused by rough handling or the application of excessive torque during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 4.0mm adjustable clamp and the offset wrench are instruments routinely used in the distal radius fixator system. The clamp was returned and reported to no longer open or close. This condition is confirmed as the set screw used to tighten the opening for the rod portion of the clamp is entirely immobilized. Additionally, the shaft of another component screw appears broken and the assembly is only very loosely held together. It is likely that the device became cross threaded from rough handling or the application of excessive torque during surgery leading to this complaint condition. The device was manufactured in november, 2012 and is over three (3) years old. The balance of the returned device is in fair condition with some markings and signs of wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history records, no non-conformance reports relevant to the complaint condition were found. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: november 30, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was requested for the subject device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius ex-fix procedure for a right distal radius fracture, the clamp would not open or close. The surgeon used a second clamp in the set to successfully complete the procedure. Retrieval of the second clamp resulted in an approximate one minute surgical delay. Medical intervention was not required. Standard x-rays were taken unrelated to the difficulty experienced with the clamp. On the back table, the surgical technician unsuccessfully attempted to open and close the clamp with a wrench, causing the tip of the wrench to become bent and twisted. The patient was unaffected by the attempt to fix the clamp. The surgeon had successfully completed the procedure with the other set of clamps. This is report 1 of 1 for (B)(4).